Event description:
It was reported that during the initial consultation post surgery, the physician discovered a fluid leak in the artificial urinary sphincter (aus). A revision surgery was performed and a fluid leak in the tubing near the connector to the pressure regulating balloon (prb) was identified. Therefore, the prb was removed and replaced. A cystoscopy was performed and the device was confirmed to cycle appropriately. There were no patient complications.